Manufacturer narrative:
Investigation is still ongoing. The analysis of the device internal log-file revealed that the alarm was silenced and a large leak in the hose system at the time of the event. Results will be reported in a follow-up report.

Event description:
It was reported, that the nurse noticed the patient's vitals changed by the monitor. The doctor confirmed the evita 2 dura was on but no ventilating operation. The patient was in cardiac arrest, but recovered afterwards. The doctor provided ventilation by manual breathing bag. The device started ventilation and the user connected the patient again. When the alternative device was ready, the reported deivce was exchanged.